Event description:
Notification of event to baxter healthcare via copy of facility medwatch form: healthcare professional (hcp) reported "patient made a gasping noise, became unresponsive, respirations labored, and blood was noted on clothing and chair. Proceeded to place pt in the trendelenburg position. Venous line separation from catheter noted. Line was reattached and 500 mls of normal saline was infused rapidly. No response; weak pulse. CPR initiated and continued until hemsi (emergency services) arrived. Pt transported to hosp emergency room via ambulance where pt later expired." On 10/10/2000, director of nursing reported estimated blood loss was between 800-1000cc.